Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler appeared to not have used any solution during the previous night's treatment. The contact stated that all the bags appear to be untouched, but the cycler was audibly pumping during the night. Upon cancelling the treatment, the cycler screen showed that the cycler was still on drain 0, and had not moved past that. The cycler will be replaced. The patient felt full and will use manual treatment. The patient did not experience iipv. The patient had an ultra filtration of -2382.

Event description:
A peritoneal dialysis patient's contact reported that the cycler appeared to not have used any solution during the previous night's treatment. The contact stated that all the bags appear to be untouched, but the cycler was audibly pumping during the night. Upon cancelling the treatment, the cycler screen showed that the cycler was still on drain 0, and had not moved past that. The cycler will be replaced. The patient felt full and will use manual treatment. The patient did not experience iipv. The patient had an ultra filtration of -2382.

Manufacturer narrative:
Device evaluation: the simulated treatment was performed, completed without any failures or problems. The system air leak passed. The voltage check passed. Passed mushroom head check. Test positive for glucose. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cycler received as infested machine. There was several sign of dried cockroaches¿ egg within cycler.

Event description:
A peritoneal dialysis patient's contact reported that the cycler appeared to not have used any solution during the previous night's treatment. The contact stated that all the bags appear to be untouched, but the cycler was audibly pumping during the night. Upon cancelling the treatment, the cycler screen showed that the cycler was still on drain 0, and had not moved past that. The cycler will be replaced. The patient felt full and will use manual treatment. The patient did not experience iipv. The patient had an ultra filtration of -2382.

Manufacturer narrative:
Corrective data: the reported condition of overfill and distention does not constitute a reportable event. No medical intervention was required. Device evaluation updated information: all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.